Event description:
It was reported to boston scientific corporation that a cre rx dilatation balloon was used during a dilation procedure. The exact date of the procedure was not provided. During a procedure, the cre rx dilatation balloon was used in a scope to treat a patient by dilation. Upon removal, the rx tunnel had detached in the scope but was not noticed. The scope was used in a second patient for polypectomy and third patient for an unknown procedure. During the procedure for the third patient, resistance was noted in the working channel of the scope. The scope was taken to medical technology, cleaned with a brush, and a black sleeve came out. The procedures were completed with the original devices. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2022 was chosen as a best estimate based on the date that the manufacturer became aware of the event. The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.